Manufacturer narrative:
Pt was prescribed keflex for a superficial infection on the left side of her nose after being injected with radiesse dermal filler. She complained of pain in the right cheek, when the area was massaged; a CT was ordered to look for product within the infraorbital foramen possibly causing compression and pain. The radiologist did not identify any product. Ciprofloxacin was ordered prophylactically because she had a mucosal collection of product that the consulting physician tried to express. The infection has resolved. The use of radiesse dermal filler in the temporal hallows, nose and pre jowl area is an off label use.

Event description:
The pt was injected in the temporal hallows, nose, pre jowl, marionette lines and intraorally - mid face and cheeks with radiesse dermal filler. The pt developed bruising, swelling, numbness of the left cheek area, an infection of the left side of her nose and chick lets of product on the inner mucosal of the mouth. A total of ten 1.3 cc's of radiesse dermal filler was used.